Event description:
It was noted a pericardial effusion (pe), cardiac perforation, and conversion to surgery occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging and the laa was assessed. After the right femoral vein access, transseptal puncture (tsp) was performed with an nrg transseptal needle. A watchman fxd curve access sheath (was) was exchanged over a protrack guidewire and was advanced into the left atrium (la) followed by a 24mm watchman flx pro delivery system and closure device (wds). The wds was advanced into the la while in flx ball formation and deployed, yet the face of the device appeared to be pinched so it was recaptured and redeployed. The wds still appeared to not be fully deployed, so it was recaptured and removed. A pe was immediately visualized after sudden hypotension. A pericardiocentesis was performed where red fluid was removed, and a pericardial leak was noted to be flowing from the laa into the pericardial space. The procedure was converted to open thoracic surgery and the laa was surgically ligated. The patient received a blood transfusion. The patient remains hospitalized but is in good condition and expected to make a full recovery.